Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted. The t:slim user guide indicates room temperature insulin is recommended to fill cartridge.

Event description:
Received info stating that customer received multiple inaccurate fill estimate. Customer indicated that cold, out of the fridge insulin was used to fill the cartridge. Reportedly, customer's blood glucose level was not impacted.